Event description:
Additional information received indicated the patient underwent surgical intervention on 14 aug 2020, wherein the ipg was replaced and postoperatively effective therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy for about six months. Patient also failed to charge for more than four months .when the manufacturer representative interrogated the device it was unable to communicate with external devices and was found to be inoperable. To address this issue patient may be awaiting surgical intervention at a later date .

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.